Event description:
The patient presented with redness at the chest incision site, raising concern for a possible infection. Imaging of the area revealed a seroma. The physician prescribed antibiotics, resulting in clinical improvement.